Event description:
ICD started beeping and was told by doctor that device had faulty battery after just 2 yrs and I would have to have yet another surgery to replace it in a month. But then after a week was told it wouldn't last a month and it would have to be changed immediately. The anxiety and fear of this happening over and over is deathly frightening. It seems that no one wants to even discuss the fact that it was a faulty battery or part that caused me to have another surgery so soon. I never received any notice about any recall so I'm not sure what's going on here. FDA safety report ID# (B)(4).